Event description:
It was reported that when the patient presented for a generator change, crosstalk was observed when the chronic leads were connected to the new device. A different device was used and the problem was resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The reported crosstalk was confirmed in the laboratory. The device was tested on the bench and an anomalous component on the hybrid was found to be the cause of the reported crosstalk.